Event description:
On 9/26/2023, it was reported by a facility representative via email that ar-2922bc biocomposite pushlock and an ar-1923bc biocomposite pushlock anchors pulled out. This was discovered during a procedure on (B)(6) 2023. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or applying excessive mechanical forces upon insertion.